Event description:
It was reported by the perfusionist (ccp) that roller pumps number 1, 6, and 12 appear to have an issue with the level sensor alarm. The 8000 safety monitor works in alert mode only (setting #4). The alarm mode or low level sensors do not detect, making it impossible to activate safety devices in setting #1. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00300 and MDR#: 1828100-2015-00301. The ccp discovered that the level sensors (alerts [part number 195215, serial numbers (B)(4)] and alarms [part number 195274, serial number (B)(4)]) do not work with the safety monitors on this perfusion system. The field service rep (fsr) will determine what the issue is when he visits the customer. The fsr was unable to duplicate the reported issue. The fsr discussed the reported issue with the ccp and he informed the fsr that they were testing the level sensor by placing his thumb and placing it on the end of the sensor. The fsr informed the ccp that the level sensors need to be tested using water and showed him that each of the level sensors and safety monitor reported were actually working as per MFR specifications. Corrective/preventive maintenance/inspection was completed successfully. The unit operated to MFR specifications and was returned to clinical use.